Event description:
It was reported that patient underwent knee arthroplasty procedure on (B)(6), 2011. Upon extraction of the signature spring drill pin, the pin fractured. The fractured piece was retained by the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.review of device history records show that lots released with no recorded anomaly or related deviation.this report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-00039).this report submitted (B)(4) 2012.

Manufacturer narrative:
Examination of returned device found evidence that failure mode was due to bending overload and found no evidence of product non-conformances.